Event description:
It was reported that the blood glucose device gave a higher than expected reading during a hypoglycemic event. The customer received a blood glucose result of 100 mg/dl and was experiencing low blood glucose levels. The customer's wife provided treatment to the customer. They type of treatment given was unknown. The customer began to feel better, and was not taken to the hospital. Return of the suspect device was requested for evaluation.